Event description:
It was reported that during a robotic gastric sleeve procedure, the device was closed on tissue and fired, however it only made a quick power sound before shutting off. The blade did not advance and no staples were deployed. The device then would not open and the emergency release did not work. The surgeon then yanked the device off of tissue and it was reported that only the specimen side of the tissue tore and therefore, no patient injury was reported. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with an ecr60d unfired loaded in the device. Further evaluation of the reload found that the sled was missing making it non functional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. In addition, the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.